Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.